Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations underif information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also noted that the left ventricular (lv) lead had high thresholds. During the procedure the physician attempted to place a new lv but could not get it in a location with better thresholds. The physician ended up keeping the original lv lead with the high thresholds and the lead remains in use. No patient complications have been reported as a result of this event.